Event description:
Boston scientific received information that during box change, the physician was unable to open the setscrews on the associated cardiac resynchronization therapy defibrillator (crt-d). The decision was made to cut this right ventricular (rv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.